Event description:
The manufacturer received information alleging a death occurred while in use by a patient. There was no allegation of a device malfunction. This event is currently under investigation by the police and an officer has made a request for the event/error logs for further investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a death occurred while in use by a patient. There was no allegation of a device malfunction. This event is currently under investigation by the police and an officer has made a request for the event/error logs for further investigation. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.